Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was malfunctioning. A laser lead extraction was performed, however, the procedure was terminated due to severe calcifications around the lead. Only the proximal coil of the lead was dissected and removed along with the device. The remaining portion of the lead was capped off. Furthermore, on fluoroscopy upon placement of the new rv lead, the physician could tell that the old rv lead had already been pulled back and only the small tip of it was within the right ventricle. The patient tolerated the procedure and there were no complications noted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was malfunctioning. A laser lead extraction was performed, however, the procedure was terminated due to severe calcifications around the lead. Only the proximal coil of the lead was dissected and removed along with the device. The remaining portion of the lead was capped off. Furthermore, on fluoroscopy upon placement of the new rv lead, the physician could tell that the old rv lead had already been pulled back and only the small tip of it was within the right ventricle. The patient tolerated the procedure and there were no complications noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Only the proximal segment of the lead was returned which appeared normal and undamaged. Analysis showed that the lead passed all baseline testing. The allegations against the lead were not confirmed. Patient code 3191 captures the reportable event of surgery.